Manufacturer narrative:
Updated: h6 this regulatory report is being submitted as part of a retrospective review. The investigation results have been updated to reflect the root cause findings from CAPA 684613. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Product analysis: upon receipt at medtronic¿s quality laboratory, the jar was in the original product packaging with the serial number tag, received with the safety seal broken. Upon opening the jar, no damage was observed along the threads of the lid and jar. Dried glutaraldehyde was found on jar threads. Visual inspection showed remnants of the gasket material stuck along the rim of the jar. Pits along the gasket are consistent with the remnants that remain attached to the rim of the jar. Per the event, a piece of particulate that appears to be from the gasket is observed inside the jar. The particulate was removed for fourier transform infrared (ftir) analysis. Due to the receipt condition, a torque assessment of the alleged ¿the lid was difficult to open¿ could not be performed. The outer packaging box with the foam inserts and freeze watch indicator was inadvertently discarded after the product was received. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A manufacturing assessment was completed, and it was confirmed that the device complied through all manufacturing process requirements and inspection criteria were met. No deviations in the manufacturing process were found and the potential root causes associated to product manufacturing were ruled out. Complaints related to same failure mode and received during same period were reviewed. The failure mode can be present due factors such as the effect of the leak test and sterilization cycle, and the design of the jar; therefore, there is still potential for recurrence of this failure mode. The particle was analyzed and was spectroscopically consistent with polydimethylsiloxane. A recent process improvement was implemented related to semi-automated solution dispenser in the primary packaging process. This semi-automated solution dispenser intended to fill up the valve container using a pedal to start the filling up step and the equipment will automatically stop filling once the required solution level is met. This process improvement contributes to low-human dependency to properly fill up the valve container with sterilant solution at the required level, leading to reduce occurrence for potential issues related to the lid, seal and jar. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. There were no adverse patient effects because of this event. Medtronic will continue to monitor for future occurrences and trends related to this failure mode. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was an alleged product issue with the evproplus-29 device. The lid was difficult to open, parts of the sealing got stuck to the glass container, and particles dropped into the jar. The device was never implanted, and a new valve was used for the implant. There was no patient involvement.